Event description:
It was reported there was a problem with contacts 12, 13, 14, and 15. Impedances were taken at default and 1.5 volts and show greater than 20 ,000 ohms. The patient could not tolerate 3 volts. They rep was not using those contacts for programming. They were using contacts 8-11. The patient could only feel stimulation on the left leg and the low back, but nothing on the right side. Shortly after surgery, the patient was getting shocking in the right leg that was ¿addressed by a reprogramming session by someone.¿ the shocking went away after the reprogramming but the patient didn¿t get stimulation on the right side at the time of this report. No falls or accidents were reported. The rep had not heard from the patient. The patient was going to set up an appointment with the physician to discuss her upper back pain. The rep did not know if the patient did that. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).